Event description:
It was reported the sjm representative met with the patient regarding the charger swap program. At the appointment both the old and new charging system would not communicate with the ipg. Communication could not be established with the patient programmer. The patient reported she had last charged the ipg 9 days prior. It was reported the patient was unsure when stimulation had stopped.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.